Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The reported event states that this case is part of a clinical study. The dr. Reported that he experienced the "sticky bag" in many of his early study cases, but has not experienced this in his more recent cases. It is unknown which cases included the "sticky bag" because they were not reported at the time they occurred. However, the conducted investigation (DHR review) showed that the product of this complaint was already packed with the "new" poly bag number (B)(4). A detailed analyses was performed of the different sizes with new poly bag number (B)(4) of the sidus humeral heads. The outcome was that no indication of stickiness of the polymer foil on the implant surface was showed. The analysis of the polyethylene bags showed no release of leachable substances. Cleanliness requirements were met. It has been also showed that no chemical impurities were released from the polyethylene bag, no interaction between polyethylene bag and implant was detected. That being said, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Ref# (B)(4) a.s. Humeral head d 40 h 14) are marketed in USA, and therefore this report was filed. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a humeral head 44-16 on the right side on unknown date. The reported event states that this case is part of a clinical study in which the dr. Bicknel received the notification of the recall of the related product packaging. The dr. Reported that he experienced the "sticky bag" in many of his early study cases, but has not experienced this in his more recent cases. It is unknown which cases included the "sticky bag" because they were not reported at the time they occurred. The product still implantd in the patient and surgery was not extended. However, the surgeondid indicate that he used "a wet towel and a bit of scrubbing" to remove the sticky substance from the sidus humeral heads.